Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown; information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section e1: email address, address, post code/zip code: unknown, information not provided. Section e1: telephone number: (B)(6). Section h3: other 81: product evaluation was not performed because the product has not been received. If product is received after initial closure, the pi and cp (if necessary) may be re-opened to complete the return investigation. The complaint issue reported could not be confirmed. Based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A scratch mark was observed in the center of a tecnis eyhance toric simplicity intraocular lens (iol) after insertion, appearing to be an imprint from the haptic edge. This issue was noted post-implantation, and no further information is available.